Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient received shocks due to noise on the right ventricular (rv) lead. Fracture was confirmed. The lead was reprogrammed and partially explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.